Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their right ventricular (rv) lead perforated their heart. The rv lead was replaced one week after it was implanted. No further patient complications have been reported as a result of this event.